Event description:
On 4/23/99: pt with cardiogenic shock admitted through emergency. Intubated, coded, resuscitated, to ICU. Nurse in room noted ventilator not giving breaths. Pt removed from ventilator and bagged. No alarms noted, no air noted from ventilator tubing (not delivering breaths). Pt coded, resuscitation 1 hr unsuccessful.